Manufacturer narrative:
The information provided herein was disclosed to the FDA on 3 occasions in a root cause analysis (rdd0030) which was part of; additional information response (MDR # 3007615665-2017-00003) dated aug 10, 2017. Additional information response (MDR # 3007615665-2017-00004) dated aug 23, 2017. Class 2 device recall rewalk personal 6.0 (recall number z-0944-2018, (B)(4)).

Event description:
The user reported his left knee was swollen days after a rewalk training session. According to the pts nothing extraordinary happened during the session.